Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad was severely worn. The probe tip was deformed. The grasping section had contact marks with the probe tip. When we closed the grasping section and activated seal mode, short circuit error did not occur. The manufacturing record was reviewed, with no irregularities noted. These types of the tissue pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that the reported error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The deformation of the probe tip is likely to be caused by an excessive force applied on the insertion section due to activation with grasping hard object. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, two thunderbeat devices were failed. In the procedure, probe damage error occurred. The user exchanged it with the 2nd device and continued the procedure. However, probe damage error occurred in the procedure. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the tissue pad of the 1st device was severely worn on (B)(6) 2017. This MDR is regarding the 1st device of two devices.